Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for 2 samples. The following data was provided: (B)(6) year old patient: initial result = 0.706 miu/l (reference range = 0.89 to 4.07 miu/l, roche result = 1.280 miu/l (reference range = 0.70 to 5.97 miu/l), (B)(6) year old patient: initial result = 0.395 miu/l (reference range = 0.67 to 3.72 miu/l), roche result = 0.710 miu/l roche values on both patients match ft3 and ft4 values. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets and testing for the likely cause lot could not be performed since the likely cause lot is unknown. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of tracking and trending for the architect tsh assay found no unusual variations. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect tsh assay was identified